Event description:
It was reported that the implantable neurostimulator was explanted 2 weeks after implant due to a staphylococcus infection. The implantable neurostimulator was later replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.